Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump intermittently delivered too much insulin during boluses. Customer's blood glucose (bg) level ranged from 47-150 mg/dl. The customer was admitted to the emergency room (ER) and was treated with intravenous saline with dextrose. The customer was released with the issue resolved and no permanent damage. Review of the pump data logs by tandem technical support verified the boluses were delivered with the appropriate amounts of insulin according to bolus calculations and insulin on board (iob) readings; however, the customer maintained the belief that the pump delivered more insulin than requested. The customer reverted to an alternate method of insulin therapy.